Manufacturer narrative:
Qc prior to the event was outside lab-established ranges. The event occurred on (B)(6) 2011, but was not reported to bci until (B)(4) 2011. At the time of the event, the customer resolved the issue by recalibrating. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a preventive maintenance (pm) on the instrument. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low sodium (na), potassium (k), chloride (cl), calcium (calc), and carbon dioxide (co2) results generated by the synchron lx20 pro clinical system for one patient. The sample was run in the same run as the qc. The qc failed, but the sample auto validated and was released. The failed qc was noticed within 10 minutes, as were the incorrectly reported patient results. The instrument was recalibrated and the sample rerun. The repeated results were higher for all chemistries and the report was amended. Unknown if treatment was initiated or withheld based upon the false results reported.